Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motion sensor test failure alarm due to motor error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call high blood glucose levels and an motion sensor test failed alarm on the insulin pump. Customer¿s blood glucose level was 412 mg/dl. Customer's spouse declined to troubleshoot for high blood glucose levels. Customer treated their high blood glucose levels via manual injection. Troubleshooting for the alarm was performed. Customer's spouse advised they were unable to clear the alarm and unable to rewind the device. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.